Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000182448.